Event description:
It was reported that the patient, with an ambicor penile prosthesis (app), presented with difficulties in maintaining an erection during sexual intercourse relating to an inflation issue. The patient underwent surgical intervention for the replacement of the app with a tactra malleable penile prosthesis. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Additional information provided to update to d6b explant date.

Event description:
It was reported that the patient, with an ambicor penile prosthesis (app), presented with difficulties in maintaining an erection during sexual intercourse relating to an inflation issue. The patient underwent surgical intervention for the replacement of the app with a malleable penile prosthesis. There were no patient complications reported.

Event description:
It was reported that the patient, with an ambicor penile prosthesis (app), presented with difficulties in maintaining an erection during sexual intercourse relating to an inflation issue. The patient requested replacement of the app with a tactra malleable penile prosthesis. There has been no surgical intervention at this time.